Event description:
It was reported that pump battery would not charge despite use of working outlets, tandem charging cable and wall adapter, and alternate wall adapter and cable, and that customer received low power alerts but pump did not shut down or become unable to turn on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, instructed customer to let pump battery fully deplete before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and directed return of malfunctioning pump using prepaid label within 10 days.